Event description:
It was reported that the patient suffered episodes of dizziness and pre-syncope. An event monitor showed inappropriate inhibition at time of patient clinical check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.